Event description:
It was reported that there was a tiny crack at the optic haptic junction of the intraocular lens (iol). The issue was observed post iol implantation into the patient's operative eye. No delay in treatment was reported. There were no surgical or medical interventions performed. No further information was provided

Manufacturer narrative:
Explant date: na, device remains implanted. Initial reporter telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.